Event description:
It was reported that when using the bd pyxis¿ medbank mini, multisite updates were being incorrectly enabled across all facilities associated with the medwiz il pharmacy. According to the customer, these facilities had previously been unchecked, but the system re-enabled the multisite update settings without user action. This resulted in a nurse being unable to obtain IV supplies for a patient. The customer stated that this issue has occurred approximately ten times and expressed concern that the automatic re-enabling of multisite updates poses a patient safety risk. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the multisite update had incorrectly enabled multisite settings. A technical support specialist (tss) found that the multisite updates might have been changed by another user based on keystrokes. The tss verified that the multisite update settings for the sites matched what the user had set on friday. The tss closed the case, and advised that if the issue reoccurred, the user should reexamine the keystrokes and open a new case. The system functioned as intended after the technical support specialist investigated the device.